Manufacturer narrative:
In the case description the user mentions that the controller is not able to hold charge for a full day and is getting hot at the back of the device. The physical controller was received for investigation. After the device was downloaded, it was found to have no information from the date of occurrence. The controller was received fully reset and had lost all data prior to resetting. The cloud system was checked for user-initiated log files and no logs could be found. The device could not be signed into and so pod insulin delivery testing could not be completed. Due to this, the battery life testing, also could not be performed since the right conditions of the test could not be met. Due to the unavailability of data from the day of occurrence, it could not be determined if the battery was able to hold charge or if the device temperature rose. The exact cause of the events could not be determined.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.5-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports their op5 personal diabetes manager (pdm) battery will not hold a charge. The back side of the pdm is getting hot. A replacement device has been sent.